Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote monitoring system noted impedance measurements greater than 2,000 ohms on the left ventricular (lv) lead. During a routine follow-up, loss of capture was also noted on the lv lead. The patient did not have resynchronization therapy available. The lead was explanted and replaced. No adverse patient effects were reported.